Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the smart remote manager had failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the smart remote manager was failed. A field service engineer (fse) adjusted the loose slide plate and replaced the srm to resolve the issue. Then the med station was fully operational. The system functioned as intended after the field service engineer had repaired the device. D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available.